Event description:
During the procedure, while the physician was sizing the airway, one of the wings fell off the catheter. The wing was found in the left upper lung airway where it was removed from the patient's airway and the case was completed. Product was thrown away after and not able to be retrieved.